Event description:
It was reported the devices were used during breast biopsies over several weeks. It was reported the p1175 have sheared at the tips. Also the c1535 are dropping clips. The rep is aware of this. Others were pulled to complete the cases. There was no consequence to the pts. Surgeon "working with another physician who has used micromark ii, introduced clip (inner white portion), turned to side to put in residual nodule to be accurate. Clip did not deploy immediately. Pushed down again on button, finally deployed. Tried to pull out. No problems pulling, just tugging. Holding other sheath (one closes to oval push button), plus white inner cannula. Distal outer sheath wedged inside needle. Clamps used to take out. Couldn't see what was left in pt or deployment. Had to extract from pt (proximal sheath) and at the point, couldn't really localize where to take more samples. Pt will have a repeat mammogram after bruising goes away."